Event description:
It was reported that the guardians have noticed an obvious decline in the child's auditory performance since (B)(6) 2012. History of impact or head trauma is denied by the guardians, problems of outer devices are excluded. Latest testing in situ showed 6 channels in status hi. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.